Manufacturer narrative:
Additional information was received changing the following listed below. D.4. Lot #: 2151218.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced stopper pop off. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/descard the sample. It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced stopper pop off. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/discard the sample. It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced stopper pop off. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/descard the sample. It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.